Event description:
The customer tested her blood glucose using her contour meter and received readings of 427 and 371 mg/dl. She retested using another meter and received a reading of 122 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to further troubleshoot her contour system or provide any more info and ended the call. No product will be returned for evaluation.